Manufacturer narrative:
The suspect power supply assembly to getinge¿s national repair center (nrc) for evaluation. A technician evaluated the power supply and no visual damage was observed. The technician then installed the power supply into cardiosave test fixture and tested to factory specifications per the cardiosave service manual. The nrc performed extensive testing and run time and could not verify the failure of a problem with the power supply. The power supply passed testing. The nrc then sent the power supply to the manufacturing (production) division of getinge for further evaluation as per procedure and production could not verify the problem. The power supply passed all testing and is being retained in the nrc as per procedure.

Event description:
It was reported that during an installation of a new cardiosave intra-aortic balloon pump (iabp) , the power supply of the iabp was connected to the main power, and in an attempt to switch it on, the iabp did not turn on. The iabp device was not working. This is an out-of-box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge fse that encounter the issue during the installation of the iabp, replaced the power supply assembly board and that corrected the problem. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Additional information has been requested for the oob part, and we will report accordingly when it becomes available. The fse also reported that the original customer did not accepted the repaired iabp unit. The repaired iabp unit was installed in another hospital. (B)(6).

Event description:
It was reported that during an installation of a new cardiosave intra-aortic balloon pump (iabp) , the power supply of the iabp was connected to the main power, and in an attempt to switch it on, the iabp did not turn on. The iabp device was not working. This is an out-of-box failure (oob). There was no patient involvement and no adverse event was reported.